Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient recharged their battery recently prior to the report. A few days after that they needed to turn it on and their stimulator was off. Suddenly it felt as though it started working but with a marked difference in the stimulation. The patient¿s ¿vibration¿ was sharper and more of a pointed vibration and less drawn out. The patient used the remote to turn their device on, sync it, and it started operating like normal. They turned it off after a few moments and it stayed off. The patient was implanted in 2008 with a rechargeable device. The patient felt like their stimulation turned on by itself. The issue had happened a few times since (B)(6). The patient usually noticed it when they were sitting in their rocking chair. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.